Event description:
Related manufacturer report number: 3006705815-2024-00770; 3006705815-2024-00771 it was reported that the patient's ipg was inoperable, and the patient's leads had migrated. The migrations were confirmed via fluoroscopic imaging. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs system was explanted, replaced, and therapy was restored.

Manufacturer narrative:
It was reported to abbott, a patient underwent a revision, the rep was advised the patient¿s ipg was at end of life. Fluro imaging showed both leads had migrated. The entire system was explanted and replaced with 2 new leads, anchors and a new eterna ipg. There were no complications. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.